Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Without the return of the device for physical evaluation, the complaint allegation is not confirmed. Based off the information provided, the most likely cause for the reported failure can be attributed misuse due to interference with the mating instrument.

Event description:
On 11/15/2021, it was reported by facility representative via sems that a ar-9597-10 reamer and a ar-9676 angled reamer are stuck. This occurred during a case the surgeon mentioned that he felt that the reamer shaft was not operating like it usualyy does. The surgeon was able to successfully ream the glenoid and proceed with the case with no issue. The inner drive shaft was unable to be removed from the 10 degree angle reamer shaft, it was stuck. There was no patient effect reported.